Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic with their implantable cardioverter defibrillator (ICD) in backup mode. The patient claims to have been shocked six times. Due to poor telemetry, a download was not performed and battery status unknown. Patient was asymptomatic. No additional information was reported.